Event description:
Event desc: a patient who had a peg kit in place died from what was described as the migration of the tube into the gastric cavity. According to the complainant it was believed that "it was a misuse of the product and patient's health condition that led to death and not the product itself."

Manufacturer narrative:
The instructions for use clearly indicate proper procedure and the need to make sure the locking sleeve was used and properly secured. Without the sample it is not know if the locking sleeve was used or not. If the locking sleeve was not used or not properly secured, the air lumen (channel) that communicates with the internal retention bolster stays open, which allows the internal bolster to collapse when acted upon by an external force, such as pulling on the tube. If this sleeve was not used, the internal retention bolster could have been pulled through the mucosal lining of the stomach but stayed in the peritoneum.